Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting during prime. The customer¿ s blood glucose level was 300 mg/dl. The customer also reported that the backlight of the was not working, there was a crack around the reservoir, had diminishing battery life and was slower to rewind. The customer stated that the set was dripping during prime and not squirting. The customer also reported there was leaking before the set got knocked. The device will not be returned for analysis.